Event description:
In 2009, I had an american medical systems ambicor two piece inflatable penile prosthesis by a dr. The following month, dr inflated the device, he was unable to get it to deflate. I returned to his office the next day, and again he was unable to deflate. He called the manufacturer and I also called the manufacturer. It still does not deflate. Over 40 tries to deflate has caused severe pain and embarrassment. Going into the public and to work with a full erection.